Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 206mg/dl at time of incident. Troubleshooting was done. It was reported that the power error alarm recurred. Insulin pump will be returned for analysis.